Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by priming bf washer. Fse visually inspected the wash probes and found the tube from washer heater to the washing probe unplugged. Fse reconnected the tube. On further inspection, fse noticed magnetic beads inside washing port. Magnetic beads clogged the washing probe and caused the disconnection of the tube. Fse removed all magnetic beads from the washing port of bf probe 2, successfully performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2232] bf overflow sensor 2 failure. Cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s133. The most probable cause of the reported event was due to disconnected washing probe tube caused by magnetic beads in the wash well port.

Event description:
A customer reported getting error messages "2232 bf overflow sensor 2 failure" on the aia-900 analyzer. The customer could visually see the wash solution not draining at the bf wash probes. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for luteinizing hormone (lhii) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.